Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the final stages of deployment, the device turned anteriorly and landed in a nonoptimal position. At this time, a full recapture was performed and a small pericardial effusion was discovered. Patient was observed for 30 minutes before transferred to the recovery unit without intervention. Patient was discharged the following day without further complication.